Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse and the customer that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 30 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump had possibly been exposed to a strong magnetic field. Troubleshooting was completed and the pump passed a displacement test. The customer stated their health care professional had mentioned that the low was caused due to how long it took the customer's body to digest the food they had consumed. The insulin pump will not be returned for analysis.